Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 lvas implant kit. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on 18jul2022 the patient presented to clinic with drainage at the driveline exit site. The patient stated this occurred after using a new hair clipper to trim the hair around the exit site. The drainage was cultured in clinic and cultures grew coagulase staphylococcus. A computed tomography (CT) scan was performed that showed fat stranding around the exit site but no fluid collection. The CT scan showed heterogeneous low echogenicity material visualized along the driveline between 4 cm and 6 cm from the insertion site, that was likely hemorrhagic versus debris-filled fluid. The surrounding soft tissue demonstrate edema and mild hyperemia, suggesting cellulitis. The patient was treated with antibiotics daptomycin and cipro (ciprofloxacin) from 20jul2022 until 29aug2022. The patient was discharged on (B)(6) 2022. The patient was stable at home until 19jan2024 on antibiotics at home, when the patient called to report they noted drainage at the exit site on 19jan2024. The patient was admitted to the hospital on (B)(6) 2024. They were switched to doxycycline antibiotics and discharged with the antibiotic on (B)(6) 2024. The drainage resolved with antibiotic treatment. The patient saw infectious disease on 15mar2024 and continued with doxycycline at home. The patient was listed for transplant, unrelated to their infection.